Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2014-04136 and MFR. Report # 3005099803-2014- 04138). It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a stent placement procedure on (B)(6) 2014. According to the complainant "once the probe inserted in the ureter, it was impossible to remove the guide and the button". The complainant indicates that there was "breaking of the double j catheter" and "with difficulty the probe was finally completely removed". Despite several attempts, clarification of the failure mode and the description of this clinical event could not be obtained; since it is assumed that the detached piece of stent needed to be retrieved from the patient, additional intervention was most likely required in order for the detached piece to be removed. The procedure was completed with another percuflex plus ureteral stent. No patient issues were reported.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.